Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event with this complaint. Customer support has attempted to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2014. The product analysis information for this complaint was inadvertently omitted from the initial report submitted on 12/10/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no pump reboots; however, multiple cs 052 call service alarms were observed, which may cause the display screen to be blank for several minutes. The battery compartment and returned battery cap were undamaged. The pump powered on with audible tones and vibration; however, the display screen remained blank due to an unrelated software issue reported in report #2531779-2014-26982. The pump case was removed and no intermittent conditions were found on the printed circuit board. The complaint of a power issue was not duplicated; however, adequate investigation for a power issue could not be completed due to the unrelated software issue.